Manufacturer narrative:
Lead: model: 3093, serial # unknown, implanted: unknown explanted: unknown; extension: model: 3095-10, (B)(4), implanted: unknown, explanted: unknown. Final device analysis of the extension revealed no anomaly found. Normal device function. Final device analysis of the lead revealed all conductor wires broken at or near the tines. All circuits were open.

Event description:
It was reported that the lead was removed due to impedance readings greater than 4000. Additional information has been requested, but was not available as of the date of this report.